Manufacturer narrative:
H6: investigation summary there was no sample or photo available to bd for evaluation. Therefore, bd was unable to perform a thorough investigation to verify the reported issue. Since, an investigation could not be performed bd was unable to determine a possible root cause. The manufacturing facility has been notified of this incident and the findings. A review of the device history record was performed and no quality issues were found during production. H3 other text : see h10

Event description:
It was reported that the bd insyte¿ autoguard¿ bc shielded IV catheter was leaking. The following information was provided by the initial reporter: IV tubing won't seat on catheter after several attempts causing leaking and resulting in another IV start.

Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. Initial reporter's address information was not able to be obtained, therefore, (B)(6) was used as a place holder.

Event description:
It was reported that the bd insyte¿ autoguard¿ bc shielded IV catheter was leaking. The following information was provided by the initial reporter: IV tubing won't seat on catheter after several attempts causing leaking and resulting in another IV start.